Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Patient presented due to acute myocardial infarction. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50x20mm synergy stent was advanced but failed to cross the lesion. Another non-bsc guide wire was then advanced utilizing the parallel wire technique however the device still failed to cross the lesion. After several attempts, it was noted that the distal edge of the stent struts were lifted. The device was removed and the procedure was completed with a 2.5mmx20mm synergy stent. No patient complications were reported and the patient's status was stable.